Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was removed due to infection at the implant site and an allergic reaction.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified signs of use but no apparent signs of malfunction nor were any manufacturing non-conformances identified or suggested. Measurements were made to determine if the device matched print specification and it was confirmed to match the drawing specifications. The patient was noted to have moderate density (type ii) bone and allergies. The reported implant had been placed on tooth #18 for approximately 4 days. Complainant reported that the implant was removed due to infection at the implant site and an allergic reaction. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. However, the sterile expiration date on the device was apr 1, 2017, but the device was placed on (B)(6) 2022. The doctor was contacted and mentioned that he was not aware of that at time of placement. IFU is packaged with every implant product sold. Information identified in the related IFU: shelf life & adverse effects. Per the applicable instructions for use (IFU), the product expiration date is indicated by the hourglass symbol on the product label, followed by the year, month and sometimes day of expiration. Additionally, allergic reaction and infection is listed as adverse effects. Infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. The following sections have been updated: d4: expiration date. H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes .